Event description:
The customer reported the unit has a failed navigation (nav) ring. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Biomed confirmed nav-ring is not operational. Philips remote service technician advised the customer that the nav-ring can be replaced and scheduled onsite service. Further information is pending.

Manufacturer narrative:
Based on the updated information received, the issue occurred during routine preventive maintenance. The issue was found outside of clinical use. This is not likely to cause or contribute to a death or serious inquiry. Therefore this complaint no longer meets reportability requirements.